Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for follow-up. At that time, the physician noted that the wound hadn't healed appropriately and there was wound dehiscence noted and suspected pocket infection. As a result, the pacemaker was explanted, with no pocket erosion noted. The patient was in stable condition.